Manufacturer narrative:
The unit passed the rewind, basic occlusion, prime, and displacement tests. The unit was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test could not be performed due to motor error alarms. The unit had a cracked battery tube thread and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.